Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer complained of the system not booting up. There was no patient injury or death reported.